Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Unable to verify motor error alarm due to blank display. Motor passed motor test. Also received with bleeding lcd glass. Pump received with scratched lcd window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that customer received excessive motor error alarms. Insulin pump will be replaced. Customer's blood glucose was not reported.